Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead perforated the heart wall. Moreover, a small pericardial effusion was also confirmed by echocardiogram. Additional information from the field indicated that the perforation was suspected via x-ray during the implant procedure prior to the final lead fixation and effusion was confirmed after the pocket was closed. The lead remains in service. No additional adverse patient effects were reported.